Event description:
It was reported that while the dr was working on the pt's left sfa, the power sail balloon detached upon removal and was left inside the pt's body. The pt was immediately sent to the operating room to recover the balloon. The balloon was successfully retrieved and there was no consequence to the pt. The pt was discharged home.